Manufacturer narrative:
The stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 9th and 10th distal stent wraps with struts raised. The inner lumen patency was verified with a 0.015 inch mandrel, slight resistance due to deformation of stent. Slight deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a severely calcified lesion in the lad with moderate tortuosity using resolute integrity drug eluting stent. The lesion had 85% stenosis. It was reported that stent deformation occurred in vivo during positioning/advancement. The stent could not pass through the lesion and the strut damaged. The lesion was not pre dilated. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. There was no force used during delivery. There was no damage noted to packaging, no issues noted when removing the device from the hoop/tray and device was inspected prior to use with no issues noted. It is unknown if negative prep was performed prior to use. There was no abnormalities reported in relation to patient's anatomy. There was no injury to patient or clinical sequelae reported for this event. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.